Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom it was reported that the patient faced bent cannula on (B)(6) 2024. Moreover, the issue occurred with one infusion set and the site location was patient's upper buttocks. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.